Event description:
It was reported that on (B)(6) 2021, during tlif procedure the surgeon did a lever motion to change the trajectory of an expanded cage and a piece of the x-pac expandable cage broke off. The pieces were received from the inserter tip and no pieces of the broken cage were inside of the patient. There was a surgical delay of three (3) minutes. Patient status is unknown. The procedure was successfully completed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).